Manufacturer narrative:
Product development investigation was completed for part# 03.010.475, lot# 7720478. A device history record (DHR) review, visual inspection, and drawing review were performed as part of this investigation. The complaint condition is confirmed as the device was received with the distal threaded position separated from the shaft. The transverse break which has permitted separation is located at the base of the distal tip. The proximal flat shows impact marks consistent with significant use. Implant marks were also observed on the edges and underside of the proximal portion which would not be expected from recommended use. Thus, the complaint condition is confirmed and consistent with the reported condition. Replication of the complaint condition is not applicable as the device is already broken. This returned driving cap is intended for use across various femoral and tibial nail procedures. During use the driving cap is attached to the insertion handle and hammered to drive the nail into position. This information is provided per the suprapatellar instrumentation for titanium cannulated tibial nails. Based on the date of manufactured the relevant drawings, reflecting the current and manufactured revision, were reviewed. During the investigation no product design issues or discrepancies were observed that may have contributed to the complaint condition. The returned part was determined to be suitable for the intended use when employed as recommended. One (1) insertion handle (part number 03.010.440 / lot number 11-3169) was returned as a concomitant device without an alleged complaint condition. Upon visual inspection there is no evidence that this device contributed to the complaint condition, and therefore no additional investigation will be performed on this device. No definitive root cause was able to be determined as the circumstances surrounding the event are unknown. The device shows evidence of hammering in the direction of removal and off-axis. Impact on a driving cap which is not fully tightened can cause it to experience unintended forces which can leave the threaded region in a compromised position and vulnerable to breakage, as seen in the complaint condition. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device used for treatment, not diagnosis. Device is an instrument and is not implanted/explanted. Concomitant medical products: insertion handle (part # 03.010.440, lot # 11-3169, quantity of 1); 9mm cannulated tibial nail-ex (part # 04.034.346s, lot # h236595, quantity of 1) and mallet (non-synthes device, part and lot # unknown, quantity of 1). Subject device has been received and is currently in the evaluation process. Investigation is ongoing; no conclusion could be drawn as product is entering the complaint system. Device history records review was conducted. The report indicates that the: manufacturing location: part # 03.010.475, lot # 7720478; manufacturing site: (B)(4); manufacturing date: 17 jan. 2012. No ncrs were generated during production. Review of the device history record showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during insertion of a nail to repair a left tibia fracture on (B)(6) 2017, the threaded portion of the driving cap broke off in the insertion handle. There were no fragments noted. The broken portion of the driving cap remained inside the insertion handle. At the point, the nail was fully seated and the surgeon continued with the procedure. Once the nail was fully seated, it is standard for the surgeon to lock the nail distally and back the nail out to reduce the fracture. Since the proper instrumentation (driving cap) was broken and couldn¿t be used, the surgeon used a mallet to strike the insertion handle to pull the nail up and reduce the fracture. The surgeon was satisfied with placement of the nail. There was no surgical delay. Routine intraoperative x-rays were taken as standard for the procedure, which also confirmed that there were no fragments from the breakage of the driving cap. The procedure was completed successfully. There was no reported patient harm and the patient¿s postoperative status was noted as stable. This complaint involves one device. Concomitant medical products: insertion handle (part # 03.010.440, lot # 11-3169, quantity of 1); 9mm cannulated tibial nail-ex (part # 04.034.346s, lot # h236595, quantity of 1) and mallet (non-synthes device, part and lot # unknown, quantity of 1). This report is 1 of 1 for (B)(4).